Event description:
It was reported that the pt suddenly lost access to sound on (B)(6) 2014. Problems of external devices are excluded and history of head trauma is denied by guardians.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.